Event description:
It was reported that during processing conducted at the user facility the coating of the device was peeling off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during processing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The case is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation, but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during processing conducted at the user facility, the coating of the device was peeling off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during processing, there was no patient involvement and no delay to a surgical procedure.